Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately three hours and upon removal the string pulled out of the tampon and the pledget fell apart into pieces. She was able to remove the pledget pieces from her vaginal cavity. She experienced a stinging sensation in her vaginal area which resolved. She did not experience any adverse health effects and did not seek medical attention.